Event description:
An endurant ii stent graft system was planned to be used for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during prep, the device would not flush. There was no damage to the device or the packaging. The physician decided to implant a shorter endurant limb with an additional endurant extension. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned for evaluation. Upon inspection of the delivery system, there was a kink in the graft cover 250 mm from the end of the graft cover. The rest of the device was unremarkable. A wire was inserted through the distal tapered tip and met an obstruction at approximately 36 mm from the distal end. The guidewire was also passed through backend t-tube and the same obstruction met in approximately the same location. The tapered tip was bisected back to the point of the obstruction and a hard material was discovered. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage and irrigation. The root cause of the event could not be conclusively determined; however, may have been due to hydrophilic coating.

Manufacturer narrative:
(B)(4). Evaluation, results: (insufficient information; cause is unknown). Conclusions: (insufficient information; cause is unknown).